Event description:
It was reported that the physician feels the patient's lead may be broken. X-rays were received and reviewed by the MFR. Upon review, no anomalies were visualized. However, an unpronounced lead discontinuity is not able to be ruled out in the portions of the lead that were not able to be fully assessed. In addition, the presence of the sharp angle visualized near the anchor tether could potentially be a contributory factor to the high lead impedance. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.